Event description:
On (B)(6) 2003, this pt underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On (B)(6) 2004, an add'l procedure was performed whereby a gore excluder bifurcated endoprosthesis iliac extender component was implanted. The reason for this intervention is unk. On (B)(6) 2010, f/u imaging identified aneurysm enlargement to a diameter of 7.4 cm with no evidence of endoleak. On (B)(6) 2011, a relining procedure was performed whereby two gore excluder aaa endoprosthesis contralateral leg components were implanted to treat the endotension. It was reported that final angiography showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices implanted on (B)(6) 2003 and (B)(6) 2004 were the original gore excluder bifurcated endoprostheses. Add'l devices implanted on (B)(6) 2003 and (B)(6) 2004 and involved in this event: pcc141000/031550311 ((B)(6) 2003), pcl161407/032120617 ((B)(6) 2004).